Event description:
It was reported that a guidewire fracture issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.4m jetstream xc atherectomy catheter was selected for the endovascular therapy procedure to treat peripheral arterial disease. During the procedure, the tip of the jetstream xc atherectomy catheter stopped rotating during lesion cutting, and the non-bsc guidewire inside the catheter snapped. The device was removed normally, and the procedure was completed with another jetstream xc atherectomy catheter. There were no patient complications reported.